Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon investigation, the rear response button was loose. The cause for the failure was that the rear response button connector was loose, allowing debris to interfere with the response button switch. The root cause of the loose rear connector was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A (B)(6) distributor reported that a monitor cannot run detect and treat testing due to functional issue.